Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed excessive drug precipitated, floating in the bladder and the drug solution is very viscous. The flow was very slow drips for six minutes then no flow was observed. The cause of no flow was determined to be excessive drug precipitate and viscosity. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had no flow. This occurred during infusion. The device was filled with an unspecified amount of piperacillin and tazobactam and diluent 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.